Event description:
The customer reported that the battery charge and ac power led were not illuminated.

Manufacturer narrative:
Repair info provided to phillips indicating that the power supply was replaced to resolve this issue. All post-servicing testing passed.